Event description:
It was reported that the device reached eri (elective replacement indicator) after two years, despite low outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): preliminary testing confirmed a no output and no telemetry condition. The cause of the high current drain is due to excessive leakage internal to a tantalum capacitor.